Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2022-01-14. Investigation summary a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted to aid in our investigation. Our team of engineers have subjected the rubber tubing of the device to functional testing for tensile strength. The results of these tests found that the rubber tubing did not fracture under the force limits outlined in the product specifications. Based on the results of these tests our engineers believe that additional manipulation of the tubing during use may cause the tubing to endure tension outside of the previously expected ranges. To prevent potential future occurrences of this issue our engineers have tightened inspection standards to increase the upper range of tensile requirements by 20%.

Event description:
It was reported that the extension line disconnected while using the bd¿ y-tube IV set. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: "extention line of tur y set is disconnected."

Event description:
It was reported that the extension line disconnected while using the bd¿ y-tube IV set. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: "extension line of tur y set is disconnected."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.